Event description:
See attached user facility medwatch report form #(B)(4).

Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. User facility medwatch report form #(B)(4) the analysis results for the el5ml device found that it was returned with the shaft bent near at the rotation knob area. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident.